Manufacturer narrative:
(B)(4). Batch # t92a7j . Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, a malformed clip was received inside of a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic anterior resection, an unexpected sound was heard around the trigger when the el5ml was used and the deployed clip was formed as tear drop-shaped from the first firing. Another device was used to complete the case. There were no adverse consequences to the patient.